Event description:
It was reported that the trial inserter could not be assembled when preparing the surgery. The inline does not go through the outer shaft. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h4 h3, h6: an analysis of the product could not be performed since a physical sample was not received for evaluation. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history review (DHR): a review of the receiving inspection (ri) for trial inserter inner shaft was conducted identifying that lot number was nn194582 released in one batch. Batch 1: lot qty (B)(4) of units were released on 01 nov 2023 with no discrepancies. Supplier; (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned trial inserter inner shaft was found slightly deformed at the ball tip. A dimensional inspection for the trial inserter inner shaft was not performed due to post manufacturing damage. A functional evaluation was performed with the mating device trial inserter outer shaft (tft20101t) retuned in this complaint. The inner shaft was inserted into the outer shaft as mentioned in the surgical technique, the tip ball of the inner shaft was not able to pass through the distal end of the mating outer shaft. The observed condition was caused due to the raised burrs found on the tip stopping the normal course of the inner shaft and the sligthly deformation observed on the inner shaft. The overall complaint was confirmed as the observed condition of the ttrial inserter inner shaft would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for trial inserter inner shaft was conducted identifying that lot number was nn194582 released in one batch. ¿ batch 1: lot qty 125 of units were released on 01 nov 2023 with no discrepancies. . Supplier; nemcomed device history review: as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.